Manufacturer narrative:
The patient was transported to a different table and the procedure was completed successfully, no injury occurred as a result. A steris service technician arrived on-site, inspected the unit, and found that the power supply had shorted out, causing the reported smoke. The technician removed the base cover from the table and found water and evidence of water damage within the base shroud which caused the power supply failure. The technician spoke with user facility personnel who confirmed that the base of the table was cleaned with wet mops. The steris cmax surgical table operator manual states on page 1-4, "caution - possible equipment damage: when cleaning/disinfecting table, thoroughly read the cleaning fluid directions for use and follow all directions and cautions as shown." The steris cmax surgical table operator manual provides the proper cleaning practices for the table in section 5.2. The technician inspected the base of the table further and found that the room temperature vulcanization (rtv) sealant had been compromised. The rtv is designed to protect the base of the table from fluid intrusion, was inadequate to protect the table. The table was manufactured in 2008 and is maintained by the user facility's clinical engineering department. The technician made the necessary repairs to the table, tested the table, and confirmed it to be operating according to specification. The technician notified user facility personnel of the proper cleaning practices for the surgical table, and to ensure that the table base is properly sealed with rtv to protect the table from fluid intrusion. No additional issues have been reported with the table.

Event description:
The user facility reported their cmax surgical table was emitting smoke during a patient procedure.

Manufacturer narrative:
Steris became aware of this event on 4/12/2017 and filed MDR 1043572-2017-00026 on 5/11/2017. Upon receipt of user facility medwatch (B)(4) on 7/6/2017 we reviewed our service history and confirmed the event described in medwatch (B)(4) is the same event which was reported in MDR 1043572-2017-00026. Medwatch (B)(4) stated the event occurred on a steris 3085sp surgical table, serial number (B)(4). During the investigation for MDR 1043572-2017-00026 it was confirmed that this event occurred on a steris cmax surgical table with the same serial number (B)(4).

Event description:
Reference medwatch (B)(4).

Manufacturer narrative:
Steris became aware of this event on 4/12/2017 and filed MDR 1043572-2017-00026 on 5/11/2017. Upon receipt of user facility medwatch (B)(4) on 7/6/2017 we reviewed our service history and confirmed the event described in medwatch (B)(4) is the same event which was reported in MDR 1043572-2016-00026. Medwatch (B)(4) stated the event occurred on a steris 3085sp surgical table, serial number (B)(4). During the investigation for MDR 1043572-2017-00026 it was confirmed that this event occurred on a steris cmax surgical table with the same serial number (B)(4).

Event description:
Reference medwatch (B)(4).